Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 388928 lot# 0209935427 implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative a numbness and lack of stimulation later in normal use. No known falls or surgery was reported. Reprogramming was completed for diagnostics/troubleshooting efforts. The numbness was reported to have been in the buttock (B)(6) 2016. It was noted that switching the unit off program 0+ 2-, the numbness resolved, the patient was reprogrammed to 1+ 3- which did not work for their symptoms. The voltage was increased to 4.2 v where the patient received back pain and buttock numbness again which resolved when the device was turned off. The new program 3+ 1- continued to have pain at the battery site and swelling over the scar. The pain settled when switched off but the patient went into retention when the unit was not in use. It was also noted that the patient¿s device was repositioned on (B)(6) 2017. The patient also had a bad which was not being treated other than pain killers and they were obese. The patient had their implant repositioned for pain leaving the electrode in position in (B)(6) 2017. The manufacture representative stated that when switching the device back on they were coming up with high impedance readings across most of the electrode pairs. The patient also had no stimulation sensation even at 3.8 v. After 2 weeks, it was reported that the program was not working. The patient received 2 additional programs around electrodes that were effective but again the patient had no awareness of sensations even on high voltages. The battery comes up with a good life left around 60%. The patient was sent for x-rays of the implant. The patient was reported to be alive with injury. No further complications were reported/anticipated. Additional information received from the representative reported the cause of the high impedance is unknown, the patient had been reprogrammed with no effect and was seeing the consult with the results of her x-rays on 2017-jun-28, and the patient was not receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Other than reprogramming around available electrodes and x-rays to check the position of the lead, no other diagnostics or troubleshooting have been done. The event date was noted as (B)(6) 2017. The device remains in the patient.